Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to following mom complications: trunnionosis (corrosion), iliopsoas and tendonitis. (Left).